Event description:
Hilow drifting down. No injury reported.

Manufacturer narrative:
Technician checked hi/low brake and it was extremely greasy. Technician removed brake assy, cleaned and repacked to resolve.